Event description:
It is reported that the screw thread is bent and can not be used with the pin. A different screw was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.